Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received for investigation. The generator powered on, passed the self-test and booted to the main application screen, but a beeping noise was noticed throughout the boot-up. The reported event was confirmed as visual inspection of the internal components revealed a thermal event on the rf controller board. The rf controller board was temporarily replaced with a good known unit and the issue was resolved. Based on the information provided to abbott and the investigation performed, the reported high impedance was confirmed. The root cause of the reported impedance issue and subsequent procedure cancellation was isolated to an abnormal functioning rf controller board. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.

Event description:
During a 3-level ablation procedure, the generator made an unusual sound during ablation and displayed high impedance intermittently, resulting in a cancelled procedure. A grounding pad test was conducted which confirmed the issue. Multiple probe were attempted and additional grounding pads were used however, the impedance readings were high at various times. When the high impedance occurred during a lesion, the generator would make an unusual sound so the procedure was cancelled. There were no adverse consequences to the patient due to the cancellation.